Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to claim no audio output patient experienced on (B)(6) 2014. No medical intervention or injuries were reported. Distributor relayed patient tested the alert functionality and reported alerts were not functional.

Manufacturer narrative:
(B)(4).